Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that "cyclosporine" leaked from the bd¿ blunt fill needle with filter during use into an IV bag, and cracks were found in the hub upon inspection. This occurred on 5 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "pharmacy technician was injecting a drug cyclosporine through the filter needle into an IV bag when she noticed the drug leaking from the hub of the needle. Upon inspection, she noted a crack in the hub. She unwrapped a few other needles and noted cracks would appear in the hub of those needles as well after attaching to a luer lock syringe. She confirmed no excess pressure was applied in attaching the needle to the syringe."

Event description:
It was reported that "cyclosporine" leaked from the bd¿ blunt fill needle with filter during use into an IV bag, and cracks were found in the hub upon inspection. This occurred on 5 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "pharmacy technician was injecting a drug cyclosporine through the filter needle into an IV bag when she noticed the drug leaking from the hub of the needle. Upon inspection, she noted a crack in the hub. She unwrapped a few other needles and noted cracks would appear in the hub of those needles as well after attaching to a luer lock syringe. She confirmed no excess pressure was applied in attaching the needle to the syringe."

Manufacturer narrative:
Investigation summary 5 samples were received. They all have the plastic shield. Visual inspection was performed with a 10x magnifier lens. Each of them has the needle hub cracked/ damaged. Each was connected to a syringe with saline solution. All of them showed leakage through the needle hub crack. The plastic hub is placed under the cannulator then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it, after that the plastic shield is assembled. In this case it may have happened that when the plastic shield was assembled the part was not fully centered inducing this damage. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.